Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. A defect in this device was noticed before it was shipped to the hospital. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
This processor has two failure point. Broken keyboard usb adaptor product front side: poor finish this event occurred at the time of before use. There was no report of patient harm.